Event description:
It has been reported that the simplex p set too fast. Different lots were available to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.